Event description:
Clinical trial. Same case as 6000093-2007-02096. It was reported that 150 days after a coronary drug eluting stenting treatment procedure, the pt experienced angina and required a target vessel reintervention (tvr). Lesion 1 was located in the proximal right coronary artery (prox rca). The physician was unable to cross the lesion. Lesion 2 was a bifurcated lesion located in the proximal left anterior descending (prox lad) artery. The physician treated the lesion with placement of a 2.5x26mm non bsc stent overlapping it with a 2.75x32mm taxus liberte' bare metal study stent. Lesion 3 was located in the proximal left anterior descending (prox lad). The physician treated the lesion with placement of a 2.5x26mm non bsc stent overlapping it with a 3.00x32mm liberte' bare metal stent. Lesion 4 was a bifurcated lesion located in the 1st diagonal (1st dx) and was not treated. The reason the physician gave was that "after stenting the lad flow developed." Lesion 5 was located in the proximal circumflex (prox cx). The physician treated this lesion with a 3.00x16mm non bsc stent. Lesion 6 was a trifurcated lesion located in the obtuse marginal (om) and was not treated. The reason the physician gave was that "after stenting the lad flow developed." The pt was discharged 7 days later. At 150 days after the index procedure, the pt was admitted with stable angina. The proximal lad and left main coronary artery (lmca) were treated during the tvr with one bare metal stent and one drug eluting stent. It is unk which stent or size was placed in which lesion. The stenosis in the prox lad was reduced from 80% to less than or equal to 30%. The stenosis in the lmca had 50% stenosis that was reduced to less than or equal to 30%. In the opinion of the physician the relationship of the tvr to the liberte' stent is possible.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.